Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting 1104 back up alarm failure message on the event log. It was reported there was no patient involvement at the time the issue was discovered, as it was observed during setup, outside of patient use. The manufacturer's product support engineer (pse) evaluated the device and could not replicate the error. The pse had downloaded the diagnostic report and there was an 1104 backup alarm failure 12/31/2023 @ 10:02:44 am. He reset the device at least 20 times. Performed the backup alarms test multiple time for over 5 minutes each time (test spec is 2 minutes) with no errors. Based on the information available and the testing conducted, the pse was unable to replicate the reported problem. The reported problem was not confirmed, and the device performed as expected. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.